Event description:
It was reported that during setup, the cardiosave intra-aortic balloon pump (iabp) unit is giving a disk error.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.